Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there air in the patient line of a homechoice cassette without an alarm. The customer could not prime the line as there was air in the patient line (no additional details). There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.